Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the operation room for a device change out due to premature eri. The device was successfully explanted and replaced.